Event description:
Customer states that he obtained the following readings on the aviva system within 1 minute: 230 mg/dl and 79 mg/dl. Customer took 40 units of unknown insulin due to the reading of 230 mg/dl. Customer then felt hypoglycemic and went to va clinic, where they tested the customer at 43 mg/dl on their meter about 20 minutes after the initial set of readings. Customer was sent to the va hospital, where he was admitted and treated for two days (treatment not provided). Customer's status was not provided. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.